Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm small grasping retractor instrument to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the proximal end. The pitch cable was broken at the backend pulleys. Additional findings: the instrument was found to have corrosion/contamination on both grip and pitch bearings. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Manufacturer narrative:
The 8mm small grasping retractor instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm small grasping retractor instrument had a broken cable. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.